Manufacturer narrative:
The investigation determined the issue is consistent with hemolysis of the patient sample. The investigation did not identify a product issue.

Manufacturer narrative:
The serial number of the e411 analyzer was (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys anti-ccp on a cobas e411 rack. The sample initially resulted in an anti-ccp value of 50 u/ml. The sample was diluted x 5 using low concentration patient serum and repeated, resulting in an anti-ccp value of 660 u/ml.